Event description:
It was reported that, during preparation for therapeutic surgery, the camera head had e222 error. The procedure was completed using the same set of equipment, and there were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation 'e222 error' was confirmed. The device evaluation found additional reportable findings 'the camera cable has a broken film'. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.